Event description:
There was no pt involved in this event. This device malfunctioned because the device status indicator was illuminated after software upgrade. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it has performed to specification up to (B)(6) 2012. The data obtained from the device showed evidence that the device was switching itself on between (B)(6) 2012 and (B)(6) 2013. During this period, the software version was changed from 2.0.8 to 3.2.0. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically which has a potential to cause premature depletion of the pad-paks (battery). The returned pad-pak lot b0029 was found not to be fully depleted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.